Manufacturer narrative:
: Mfg site name - (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite w/ capio slim device was used during a procedure performed on an unknown date. According to the complainant, the patient experienced vaginal mesh exposure and is awaiting schedule for excision. The patient's condition at the end of the implanting procedure was said to be symptomatically much improved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a posterior lite w/ capio slim device was used during a procedure performed on an unknown date. According to the complainant, the patient experienced vaginal mesh exposure and is awaiting schedule for excision. The patient's condition at the end of the implanting procedure was said to be symptomatically much improved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 10, 2016. During the implantation procedure, the lead suture broke and the dilator was threaded through the miya hook to finish the procedure. It was not reported whether the detached suture fragment remained in the patient. (B)(6) 2016 is the date of the implantation procedure; the event date for the mesh exposure is unknown.